Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix bent.

Event description:
It was reported that during implant, the right ventricular (rv) lead helix was unable to be extended with the purple pinch on tool placed correctly. The rv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.